Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted. During an exchange of wire, the physician could not pass another wire. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis revealed that the difficult-to-insert allegation against the lead was not confirmed. The lead passed all test and insulation was intact.